Manufacturer narrative:
B5: describe event or problem: corrected. The device was returned for analysis. Visual inspection revealed that kinks were observed in the imaging window assembly. Also, visual inspection noted there was no return of a guidewire entangled with the device. The allegation of guidewire entanglement could not be confirmed since no damages were found during the visual testing. The allegation of catheter kink was confirmed since kinks were observed during testing.

Event description:
It was reported that the device became entangled with the guidewire. It was reported to boston scientific (bsc) that the referenced opticross 18 peripheral imaging catheter was selected for an intravascular ultrasound (ivus) procedure on 11july 2024. The lesion was located in the left superficial artery to popliteal artery. During the procedure, the opticross 18 peripheral imaging catheter was advanced over a 0.018 inch guidewire to the tibioperoneal trunk. However, when attempting a pullback, the images were unstable and showed excessive distortion artifacts, and, the catheter became entangled with the guidewire during withdrawal attempts. Upon removal of the opticross 18 catheter from the patient, the catheter was observed to be kinked. The procedure was completed with another of the same device and no patient complications were reported as a result of the event.

Event description:
It was reported that the device became entangled with the guidewire. The opticross 18 catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device was advanced through a 0.018 wire to the transseptal puncture (tp) trunk. However, when attempting a pullback, the images were unstable and showed excessive distortion artifacts, and during attempts to withdraw the device, the catheter became entangled with the guidewire. Upon removal from the patient, the catheter was observed to be kinked. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that kinks were observed in the imaging window assembly. Also, visual inspection noted there was no return of a guidewire entangled with the device. The allegation of guidewire entanglement could not be confirmed since no damages were found during the visual testing. The allegation of catheter kink was confirmed since kinks were observed during testing.

Event description:
It was reported that the device became entangled with the guidewire. The opticross 18 catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device was advanced through a 0.018 wire to the transseptal puncture (tp) trunk. However, when attempting a pullback, the images were unstable and showed excessive distortion artifacts, and during attempts to withdraw the device, the catheter became entangled with the guidewire. Upon removal from the patient, the catheter was observed to be kinked. The procedure was completed with another of the same device. No patient complications were reported.